Event description:
The following was provided by the patient's attorney: (B)(6) 2011 - patient was treated for a diagnosis of bilateral femoral hernias. Two bard mesh plugs were implanted in patient. Patients condition was not remedied by this procedure, and he subsequently became physically worse than he was prior to surgery. Patient began to suffer chronic pain about the area of the incision and continues to be treated by medical personnel. It is alleged that by (B)(6) 2012 the bowel had possibly slipped under the mesh. Attorney alleges pain, infection, disability, erosion of mesh, bowel injury, defective mesh, additional medical treatment.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and if available to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. The patient's attorney alleges that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00895 for information related to the other perfix plug implanted on (B)(6) 2011.